Manufacturer narrative:
The manufacturer was previously contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a continuous positive airway pressure (CPAP) device's sound abatement foam became degraded and caused the patient to have upper respiratory infection. The patient did receive medical intervention in the form of prescription for expectorant. The device was returned to the manufacturer's product investigation laboratory for investigation. The manufacturer completed an internal visual inspection. The manufacturer found evidence of white dust-like particles, indeterminate brown and black particles in the air outlet on rear panel, top of blower box, inside blower box, blower, air inlet and bottom enclosure. The manufacturer found no evidence of sound abatement foam degradation/breakdown. The device's event log was reviewed by the manufacturer and found the error log showed 2 instance of: e-130. The device was applied power and the device operated properly. The manufacturer concludes the contaminates found were consistent with dust, indeterminate brown and black particles, contamination inconsistent with the sound abatement foam. The manufacturer confirmed there was no evidence of sound abatement foam degradation/breakdown.

Event description:
The manufacturer received information alleging an issue related to a continuous positive airway pressure (CPAP) device's sound abatement foam became degraded and caused the patient to have upper respiratory infection. The patient did receive medical intervention in the form of prescription for expectorant. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.